Event description:
It was reported that prior to implant, the battery voltage was too low to implant the device. The device had not been stored in a cold place in the last days prior to implant. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Correction: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the battery voltage was too low to implant the device. The device had not been stored in a cold place in the last days prior to implant. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.